Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the 2nd valve implantation is not exactly known, other than the reported ¿positioning/anchoring problems¿ of the 1st valve. An attempt to gather additional information was made, however the request was denied. Should additional information be received, the investigation will be reopened.

Event description:
As reported by the edward european affiliate, during a transapical tavr procedure in the mitral position, a second valve was deployed within the first valve due to "positioning/anchoring problems of the valve." The final outcome was good and the patient is doing well. Additional information was requested, however, the physician refused to provide any further information.